Manufacturer narrative:
Concomitant medical products: product ID: 9733449, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the equipment. It was reported that there was an instrument failure, as the straight suction appeared to be bent. The distance to divot value was constantly above 2.0 mm when tested in a metal-free environment. At this time no hardware parts have been replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system for functional endoscopic spinal surgery (fess). It was reported that during the initial instrument verification, after registration, the surgeon was unable to verify the straight suction. It was noted that the distance to divot value was constantly in the 2.5mm to 3.0mm range and the angle to divot value was approximately 6.5 degrees. The manufacturer representative stated that the surgeon attempted to move the instrument to various locations within the tracking volume, but it did not help. The side emitter was also being used for this case and the instrument tracker for the straight suction appeared to be within the center of the tracking volume with acceptable distance and low geometry error. After numerous failed attempts to verify the straight suction, the surgeon chose to open a malleable suction to continue the case. It was noted that the malleable suction worked properly, and the case proceeded normally with the use of navigation. It was suspected that the straight suction could have been bent. Additional information was received from the manufacturer representative. It was reported that the cause of the event was believed to be due to the straight suction being bent. There was a 10 minute delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that when inspecting the straight suction, it was noted that when tested in a metal-free environment, the distance to divot value was still constantly over 2.0 mm. The representative believed that the suction is bent, and will be speaking with the site about how they would like to proceed with replacement. They noted that they will not be replacing as they already have extras.